Event description:
Pt advised when she used her whisperject device with the glatiramer injections every time immediately after she had flushing effect that lasted up to 1/2 hr post injection. When she stopped using the device, the problem went away. Pt used whisperject device for first 4 injections of glatiramer from dates (B)(6) 2018 to (B)(6) 2018 then stopped. Dose or amount: 40mg, frequency: tw, route: sub-q. Dates of use: from (B)(6) 2018 to (B)(6) 2018. Diagnosis or reason for use: ms.